Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having increase in seizure activity, cough, voice hoarseness, and acid reflux symptoms and was in the emergency room. The patient believes it is due to his vns. The physician was instructed if the patient is experiencing these symptoms correlated with vns stimulation, she could place a magnet over the generator to temporarily disable stimulation. She said she would have him try that and then follow up with his neurologist to get the device checked out. No other relevant information has been received to date.